Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that when patient presented to the emergency room post receiving shock, upon device interrogation on merlin.net device backup vvi was observed. Due to the device backup vvi issue it was unable to determine if the shocks were inappropriate or appropriate. Device had five years remaining in battery longevity. A firmware reset was re-installed successfully. Device remains implanted. Patient was stable.